Event description:
It was reported that a pt developed edema inside the mouth. The pt consulted an allergist who is testing material to determine the origin of the reaction.

Manufacturer narrative:
While it is not definitively known if the zelgan used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. While this device is not currently sold in the u.s, it is considered similar to devices that are based on composition. Therefore, this event is reportable per 21 cfr part 803.